Event description:
The event is reported as: insulation on wiring on the expiratory wire melted just above pigtail connector. The wire melted a hole in corrugated tubing of expiratory side. No pt injury reported.

Manufacturer narrative:
The defective product has been requested but not received yet. Investigation report is incomplete at time of this report. A f/u investigation report will be sent when completed.